Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the site of the implantable pulse generator (ipg). Though the physician believed the infection was not caused by the device, the patient underwent an explant procedure where the ipg was removed. The explanted ipg was retained by the facility and was not returned to boston scientific.